Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -4.5 diopter, was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vault. Per updated information va 6/6, eye is quiet and healthy, vaulting 100 micron. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).